Manufacturer narrative:
Very limited information was received. The prowler select lp es microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging, it was found that all three coils were returned in the same bag unidentified with all three coils fully protruding outside the distal tip of the green introducer and entangled. As no resheathing difficulty was reported it cannot be determined why the three coils were returned unsheathed and unidentified. The two 2x6 from the same lot number (c36656) will be identified as coils ¿a¿ and ¿b¿. This coil has been verified as a 2x6 and will be identified as coil ¿a¿. The proximal end of the coil has been damaged which has prevented advancement testing. The remainder of the coil past the proximal damaged section is intact and undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. Due to post-procedural cleaning, handling, and packaging which severely damaged the coil it cannot be determined how much this unreported damage occurred during the procedure. It is important to note that all coils are one hundred percent inspected prior to final packaging. Due to this damage advancement testing to duplicate the field complaint cannot be performed. While the exact root cause of the coils resistance inside the microcatheter cannot be determined, it is highly likely that the primary contributing factor to the coils resistance may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the coils proximal damage. This damage may have also contributed to the coils resistance inside the proximal section of the microcatheter as reported by the end user. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the prowler select lp es microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device it is plausible that the reported failures occurred during the procedure, however procedural factors outlined in the IFU likely contributed to the event. Also, some of the coil damages could have occurred during shipping as it was noted that three coils were returned in the same bag entangled with each other although this cannot be conclusively determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This report is related to MFR report # 2954740-2015-00255 and MFR report # 1226348-2015-00052. (B)(4).

Event description:
The contact at the facility reported that during embolization of a peri-ophthalmic internal carotid artery aneurysm there was resistance advancing two deltaxsoft coils (both dlx100206/c36656) and a deltaxsoft coil (dlx100204/c36655) became entangled with another deltaxsoft coil (dlx100204/c36672) at the distal tip of the microcatheter. The aneurysm saccular and was not wide neck, approximately 3.9 x 4.1 mm in diameter. The patient&#38112;vessels were not calcified. There was tortuosity proximal to the parent vessel due to the carotid siphon however no other tortuosity reported. There were five coils deployed in the aneurysm. However, there were a total of 8 coils opened for the case. The first four coils including 2 micrusframe (mfr100412/c36806 and mfr100305/c36803) and 2 deltaxsoft (both dlx100206/c36656) were deployed successfully with no reported issue. Then the physician felt resistance approximately 1/3 of the way from the proximal end of the prowler select lp-es 45 degree tip microcatheter (details unknown) when advancing two deltaxsoft coils (both dlx100206/c36656.) The resistance occurred with both coils in the shaft of the microcatheter as the fluorosaver markers were advanced to the entry point of sheath in the vicinity of the green resheathing tool. There was no resistance with the guidewire when the microcatheter was advanced to the target site. Both coils were removed with the microcatheter remaining in place. Both coils were available to be returned for analysis. Next, a deltaxsoft coil (dlx100204/c36672) was advanced and detached successfully. Then another deltaxsoft coil (dlx100204/c36655) was advanced in the microcatheter but would not advance beyond the tip of the microcatheter. As the physician attempted to retract the coil, the microcatheter and the previous deltaxsoft coil (dlx100204/c36672) began to pull out of the aneurysm. The proximal tail of the previous coil (lot 36672) was still inside the microcatheter tip, and the coil (lot c36655) had wedged alongside of it, locking the distal tip of the coil the proximal end of previous coil. Both were stuck at that point in the microcatheter at the distal tip. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The proximal end of the coil was in the microcatheter as a result of the detachment zone of the coil being withdrawn slightly into the tip of the microcatheter prior to detachment. The physician pulled the microcatheter, and eventually the two coils broke free of each other, but only after leaving a couple of proximal loops of the previous coil (lot c36672) in the parent vessel. The physician then chose to stent the exposed coil to the parent vessel with a 4.5 x 22 mm enterprise stent no tip (details unknown.) The stent was deployed successfully and the exposed portion of embolic coil was pinned to the wall of the parent vessel. There was significant delay when lot c36672 was pinned to the wall however the patient encountered no other issues as a result of the procedure and was did not suffer any injury due to the procedure. There was no stretching noted to the two coils. The deltaxsoft coil (dlx100204/c36655) was available for return within the prowler select lp es microcatheter. The microcatheter was dropped on the floor with the coil in it prior to being retrieved for return. None of the devices were kinked during the procedure. Failure analysis on returned product discovered that one coil lot c36656 was damaged and other of the same lot exhibited buckling, separation, and loss of secondary winding.